Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis found the primary failure of 'thermal damage yaw pulley exposed electrode' to be related to the customer reported complaint. The fenestrated bipolar forceps instrument was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. Probable root cause of the failure mode thermal damage exposed electrode instrument bipolar yaw pulley is attributed to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps is burnt/damaged. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no arcing observed during the last surgical procedure. There was no injury to the patient. Instrument was inspected and confirmed damage after processing. The surgeon did not know what caused the problem.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.